Event description:
It was reported that two blades broke at the mount area. There was no patient injury reported.

Manufacturer narrative:
Devices not returned for evaluation. Work order documentation reviewed and all specifications were met.